Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing in a laparoscopic gastrectomy procedure, the device was not able to fire. The surgeon was able to press the green button and squeeze the handle. The device was replaced to resolve the issue in order to complete the case. There was no patient injury.